Manufacturer narrative:
The additional perclose device referenced is captured under a separate medwatch report. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a right and left heart cath diagnostic procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another proglide device was deployed; however, when the lever was closed to retract the foot and the device was attempted to be removed it was stuck and could not be removed. The physician took hemostats and cracked open the handle area of the proglide device and was able to use hemostats to grab the component in the device that opens and closes the foot. He was able to get the foot to close and was then able to remove the device from the patient. There was no vessel or tissue damage noted and the sutures of the device were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.